Event description:
The customer was hospitalized for high bgs. The customer bolused but the bgs climbed. The set was changed and took a manual injection, but bgs continue to climb. Troubleshooting was performed. The bolus history did not show any bolus for almost a day. Two days later, the customer's family member reported that the bgs are continuing high. The family member gave the customer a manual injection and bgs came down. Explained to the customer the two high bg rule, the importance of manual injections, and the set changes.